Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the electrical venous occluder (evo). The incident occurred in (B)(6). The affected device was requested back to the manufacturer site for investigation. It was received with the missing clamp arm. Results revealed that the reported issue could not be reproduced. However, the clamp arm was installed since it was missing, the encoder board and related ribbon cable have been replaced as precaution. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an electrical venous occluder (evo) was giving an error code associated to a faulty encoder at the start up. The error disappeared after calibration and the procedure could be started and completed with no issues. The user tested the device later on and it was giving the same error. There was no patient involvement.